Event description:
Pt reported that a comparison done between the surestep meter and a hcp meter (approx. 20-25 minutes apart, both fasting) was 132mg/dl (ss) and 195mg/dl (hcp), respectively (32% difference). No symptoms were reported. Pt did not wish to do control test with lfs rep over the phone. Reviewed qc procedures and discussed meter/lab comparisons with pt. Appropriate literature to be sent to the pt. There was no allegation of harm.